Event description:
It is reported that the baseplate has become loose. A revision surgery has not been performed.

Manufacturer narrative:
This report will be amended when our investigation is complete.